Manufacturer narrative:
Following our receipt of the one returned used sensor/one needle hub, and performed a visual inspection and found the sensor and the insertion needle separate from each other, and then inspected the needle hub and open the cavity and found the needle is bent inside the needle hub. In summary, the customer complaint of needle anomaly is confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced needle hard to remove, needle break. Customer reported the introducer needle was fractured while in the body and the introducer needle was still in the body. The customer reported no adverse event. The event involved product(s) mmt-7020c4. Troubleshooting was performed. Customer reported the sensors introducer needle fractured inside the body. Advised to return the sensor and needle hub. No harm requiring medical intervention was reported. Mmt-7020c4 was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.